Event description:
It was reported that during an initial total knee arthroplasty, the bearing would not lock into the tibia. There was a visible gap at the anterior portion of the tibia base plate. A second bearing was used with the same results. The second bearing could not be removed from the tibia base plate. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10-medical product tibia cemented 5 degree stemmed right size f item# 42532007502 lot# 66459991; articular surface (mc) right 10 mm height item# 42522100710 lot# 65787122. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined the second articular surface assembled and was implanted with no reported issue. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined the second articular surface assembled and was implanted with no reported issue. The initial report was submitted in error and should be voided.